Event description:
It was reported that a user in sweden felt strange due to inaccurate continuous glucose monitor (cgm) readings, which resulted in the control-iq system decreasing basal insulin delivery. The cgm showed a value of 44 mg/dl, while a finger prick test indicated a blood glucose (bg) level of 578 mg/dl. To address the high bg, the customer administered a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. System check with tandem technical support did not identify any additional issues with the pump or related supplies. The customer was educated on the importance of accurate cgm data for the proper functioning of the insulin pump, and it was acknowledged that the pump had functioned as intended based on the cgm data provided. No additional patient or event information was available.